Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an occlusion alarm. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. The alarm was not found and could not be replicated during the service of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.